Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The parent reported via phone call that the customer had air bubbles in the reservoir compartment. The parent reported the air bubbles were small, medium and big in size. The parent stated the insulin pump was not rewound with the reservoir in place to create the air bubbles. The parent stated they did not store the insulin at room temperatures. The parent also reported the customer experienced a high of 425 mg/dl. The parent also reported the customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with manual injections and the insulin pump. The customer was able to lower their blood glucose to 220 mg/dl at the end of the call. The reservoir will not be returned for analysis.